Manufacturer narrative:
Records indicated that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement / pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and / or the lack of osseointegration. The patient's bone condition, oral hygiene, or behavior may have also contributed the failure of the implant. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instruction for use.

Event description:
Poor bone quality and no primary stability were reported. Pain was also indicated at time of implant failure. Bone quality at time of implant failure was unknown